Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and a blood glucose (bg) level of 500 mg/dl, with an unknown cause. The customer attempted to resolve the issue by delivering a correction bolus and changing all supplies. Additionally, the customer was admitted to the hospital where an insulin drip was administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.